Manufacturer narrative:
(B)(6). The analysis results of the found that the device was received with the duckbill out of position and present. One potential cause for the damage found may be the snagging of an instrument during insertion. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic esophagectomy procedure, the duck-billed valve came off. Although the duck-billed valve fell into the patient, it was removed from the patient with a forceps via a trocar. Another device was used to complete the case. There were no adverse consequences to the patient.